Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') and uterine perforation ('diagnostic laparoscopy confirmed bilateral perforation of the uterus by the essure wires') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness in 2011, back pain on (B)(6) 2009, bloated feeling, hearing impaired (right sensorineural hearing loss), migraine, vertigo, irritable bowel syndrome and fatigue. Previously administered products included for an unreported indication: pill. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / localised pain"), genital haemorrhage ("heavy / abnormal bleeding") and nerve injury ("nerve damage"). The patient was treated with surgery (laparoscopy in (B)(6) 2014, and bilateral salpingectomy in (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine perforation, pelvic pain, genital haemorrhage and nerve injury outcome was unknown. The reporter considered device dislocation, genital haemorrhage, nerve injury, pelvic pain and uterine perforation to be related to essure. The reporter commented: hysteroscopic sterilization by essure device. Insertion date (as per medical records): (B)(6) 2013. Lot numbers were not retained. Had hysteroscopic essure sterilization under local anesthetic. The procedure was uneventful. There was one device inserted in each ostia. As per medical records: on (B)(6) 2014 the patient had a laparoscopic bilateral salpingectomy and removal of essure. Intra operative findings showed that the device were bulging via the surface of the tubes at the insertion of the uterine cornu. The procedure was uneventful. Both tubes were completely excised and the wires were completely extracted abdominally with the tubes. Hysteroscopic assessment of the uterine cavity showed no remnants of the wires left behind. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: hsg showed no peritoneal spill and the coil placed in the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and uterine perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical records received: reporter information was updated, and new reporters were added. Patient¿s information updated (initials and medical history) and lab data information added. The event uterine perforation and insertion and removal details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of essure"), uterine perforation ("diagnostic laparoscopy confirmed bilateral perforation of the uterus by the essure wires") and fallopian tube perforation ("clip have punctured tubes") in an adult female patient who had essure inserted (lot no. 50718077) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dizziness in 2011, back pain in 2009 and breast lump, back pain, fatigue, irritable bowel syndrome, vertigo, migraine, hearing impaired (right sensorineural hearing loss) and bloated feeling. Previously administered products included: oral contraceptive nos. The patient had a family history of hypertension and diabetes. Concurrent conditions were listed as pyrexia, otalgia and uti. Concomitant products included co dydramol (dihydrocodeine bitartrate;paracetamol), paracetamol and ibuprofen. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), pelvic pain ("pain / localised pain"), genital haemorrhage ("heavy / abnormal bleeding"), nerve injury ("nerve damage"), bladder disorder ("bladder problems"), gastrointestinal disorder ("bowel problems"), urinary tract disorder (" urinary problems"), fatigue ("fatigue"), nausea ("nausea"), device intolerance ("inability to tolerate the device"), mental disorder ("psychological issues"), dysuria ("dysuria") and pollakiuria ("possible frequency"). The patient was treated with surgery (laparoscopy in jul-2014, and bilateral salpingectomy in oct-2014 and bilateral salpingectomy.). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device dislocation, device intolerance, dysuria, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, mental disorder, nausea, nerve injury, pelvic pain, pollakiuria, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: hysteroscopic sterilization by essure device. Insertion date (as per medical records): (B)(6) 2013. Lot numbers were not retained. Had hysteroscopic essure sterilization under local anesthetic. The procedure was uneventful. There was one device inserted in each ostia. As per medical records: on (B)(6) 2014 the patient had a laparoscopic bilateral salpingectomy and removal of essure. Intra operative findings showed that the device were bulging via the surface of the tubes at the insertion of the uterine cornu. The procedure was uneventful. Both tubes were completely excised and the wires were completely extracted abdominally with the tubes. Hysteroscopic assessment of the uterine cavity showed no remnants of the wires left behind. Bilateral salpingectomy and removal of essure clips: (B)(6) 2015 (date ended) essure sterilization : (B)(6) 2014 (date ended). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: hsg showed no peritoneal spill and the coil placed in the fallopian tubes [ultrasound scan] (date unknown): normal size and appearances of the anteverted uterus. Several tiny areas of calcification is seen at the endometrial/myometrial junction. The essure sterilization wires are not positively identified. The endometrium measures 7 mm (lmp unknown of an irregular cycle, menses thought to be due)- nao. Normal size and appearances of the right ovary. The left ovary is at the upper limit of normal size measuring 10 cm3. Within the left ovary there is a 12 x 20 x 14 mm irregular shaped avascular cyst which contains some fine septations, appearances may be suggestive of a collapsing follicle. No free fluid or adnexal cysts seen concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and uterine perforation. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: medical record received. New events fatigue and nausea, bladder, bowel and urinary problems , inability to tolerate the device, psychological issues, dysuria, urinary frequency & fallopian tube perforation added. Lot number, medical history, concomitant conditions, reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of essure"), uterine perforation ("diagnostic laparoscopy confirmed bilateral perforation of the uterus by the essure wires") and fallopian tube perforation ("clip have punctured tubes") in an adult female patient who had essure inserted (lot no. 50718077) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dizziness in 2011, back pain in 2009 and breast lump, back pain, fatigue, irritable bowel syndrome, vertigo, migraine, hearing impaired (right sensorineural hearing loss) and bloated feeling. Previously administered products included: oral contraceptive nos. The patient had a family history of hypertension and diabetes. Concurrent conditions were listed as pyrexia, otalgia and uti. Concomitant products included co dydramol (dihydrocodeine bitartrate;paracetamol), paracetamol and ibuprofen. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2014. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), pelvic pain ("pain / localised pain"), genital haemorrhage ("heavy / abnormal bleeding"), nerve injury ("nerve damage"), bladder disorder ("bladder problems"), gastrointestinal disorder ("bowel problems"), urinary tract disorder (" urinary problems"), fatigue ("fatigue"), nausea ("nausea"), device intolerance ("inability to tolerate the device"), mental disorder ("psychological issues"), dysuria ("dysuria") and pollakiuria ("possible frequency"). The patient was treated with surgery (laparoscopy in (B)(6) 2014, and bilateral salpingectomy in (B)(6) 2014 and bilateral salpingectomy.). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device dislocation, device intolerance, dysuria, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, mental disorder, nausea, nerve injury, pelvic pain, pollakiuria, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: hysteroscopic sterilization by essure device. Insertion date (as per medical records): (B)(6) 2013. Lot numbers were not retained. Had hysteroscopic essure sterilization under local anesthetic. The procedure was uneventful. There was one device inserted in each ostia. As per medical records: on (B)(6) 2014 the patient had a laparoscopic bilateral salpingectomy and removal of essure. Intra operative findings showed that the device were bulging via the surface of the tubes at the insertion of the uterine cornu. The procedure was uneventful. Both tubes were completely excised and the wires were completely extracted abdominally with the tubes. Hysteroscopic assessment of the uterine cavity showed no remnants of the wires left behind. Bilateral salpingectomy and removal of essure clips: (B)(6) 2015 (date ended) essure sterilization : (B)(6) 2014 (date ended). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: hsg showed no peritoneal spill and the coil placed in the fallopian tubes [ultrasound scan] (date unknown): normal size and appearances of the anteverted uterus. Several tiny areas of calcification is seen at the endometrial/myometrial junction. The essure sterilization wires are not positively identified. The endometrium measures 7 mm (lmp unknown of an irregular cycle, menses thought to be due)- nao. Normal size and appearances of the right ovary. The left ovary is at the upper limit of normal size measuring 10 cm3. Within the left ovary there is a 12 x 20 x 14 mm irregular shaped avascular cyst which contains some fine septations, appearances may be suggestive of a collapsing follicle. No free fluid or adnexal cysts seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and uterine perforation. Lot number:50718077, manufacture date:2013-02, expiration date: 2016-02-29. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / localised pain"), genital haemorrhage ("heavy / abnormal bleeding") and nerve injury ("nerve damage"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and nerve injury outcome was unknown. The reporter considered device dislocation, genital haemorrhage, nerve injury and pelvic pain to be related to essure. The reporter commented: lot numbers were not retained. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / localised pain"), genital haemorrhage ("heavy / abnormal bleeding") and nerve injury ("nerve damage"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and nerve injury outcome was unknown. The reporter considered device dislocation, genital haemorrhage, nerve injury and pelvic pain to be related to essure. The reporter commented: lot numbers were not retained. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: case upgraded to serious incident. Removal date and events migration of essure, heavy / abnormal bleeding and nerve damage added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.